Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged after pocket closure. This lead was explanted and successfully replaced with a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.